Event description:
The customer's mother reported that the patient had a high blood glucose but not hospitalized. The customer's blood glucose was high mg/dl. The customer's mother treated her daughter with needles. The troubleshooting was performed. The customer was advised to change the entire set , reservoir and treat per healthcare provider instructions. The customer stated that she is still getting her ketones stable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.